Event description:
A high risk male pt was being treated for "anuerysm on aorta descendens". The subject introducer was placed into the right vena jugularis interna. The pt died 2hrs 15min later of "bradycardia" and had heart arrest. Resuscitation, transfusion and full heart-lung machine with oxygenator was applied. Some blood leakage was noticed at pt's right shoulder during the surgery, however, the source was not determined until the end of the surgery - 12hrs. It has been reported that the chief anesthesiologist does not consider that the subject device contributed to the pt's death. Confirmation is pending.